Event description:
A hospital in (B)(6) reported that the patient tubing was found disconnected from an rt051 adult nasal interface. The customer stated that the patient was combative, which may have contributed to the tubing disconnecting. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The device is currently en route to the manufacturer for inspection. We will provide a follow up report with the results of our investigation.